Manufacturer narrative:
(B)(6). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the event cannot be confirmed however patient and procedure factors (guidewire use for tracking of bav) could have caused or contributed to the event. Per report the damage to the posterior wall was believed to have been caused from the straight wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral tavr procedure, post bav and during valve alignment of the delivery system, echo revealed a right pericardial effusion. The patient¿s hemodynamics were stable and so the team decided to proceed with the case. The valve was successfully deployed and the patient¿s blood pressure initially remained stable. Hemodynamics then declined and a pericardial tap was performed (400ml evacuated) with an immediate improvement in blood pressure. The patient was then transferred to the operating theatre for surgical investigation. Per report, the damage to the posterior wall believed to have been most likely caused from the straight wire. The patient returned to the ICU and was successfully extubated the next morning and was noted to have remained in stable condition.